Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified opening sharp and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side rupture. The device has been explanted.